Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a sling procedure on an unknown date. Following the procedure, the patient experienced chronic leg pain and decreased mobility. The patient received oral tablets for neuropathic pain and pain relief, as well as local injections of steroids and local anesthetics. The patient underwent excision of a small vaginal portion of mesh on an unknown date. Additional information has been requested.